Event description:
Olympus was informed that during an unspecified procedure, the handle did not function. There was no pt injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found that due to the detached control handle axis pin, the grasping section was unable to be opened or closed. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM found the probe position was misaligned and caused the inability of the grasping section unable to open or close. The reported complaint was confirmed.